Event description:
It was reported that the attachment was overheating. At the time of the report, there was no known patient impact reported. Additional information was received stating that detached bearings were found during evaluation. It was also reported that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the device was overheating, and the maximum temperature was measured to be 131°f. The likely cause of the failure was identified as corrosion of the bearing. It was also noted that the bearings were not running smooth, the distal tube bearing was detached, the other tube bearings were corroded, input and output bearings were corroded, and laser markings were faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.